Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/05/2016 that a customer had an issue with a gauze sponge. The customer states that the gauze sponge is flaking.